Event description:
Healthcare professional reported injecting a pt with unspecified juvederm ultra plus in the chin about 8 months ago. Since the injection, the pt develops "episodes of swelling and redness in the area" when they are "not well." The pt's general physician is currently "experiencing another episode" at the moment. Symptoms are ongoing. This is the same event and the same pt reported under MDR ID #$3005113652-2015-00232 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, unspecified juvederm ultra plus, also a device manufactured by allergan.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of "swelling and redness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.